Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 27-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded high concern bacterium(acinetobacter genomspecies 9 and acinetobacter radiodesistens) after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 62 colony forming units(cfu) as comprising of the following 21 isolates: 1 - positive cocci - micrococcus luteus, 2 - positive rods - terribacillus goriensis, 3 - positive cocci - micrococcus luteus, 4 - positive cocci - staphylococcus epidermidis, 5 - positive cocci - neisseria flavescens/ n. Perflava, 6 - positive rods - terribacillus goriensis, 7 - positive rods - chryseomicrobium amylolyticum, 8 - positive rods - terribacillus goriensis, 9 - positive rods - dietzia cinnamea, 10 - positive rods - corynebacterium aurimucosum, 11 - positive rods - brevibacterium mcbrellneri, 12 - variable cocci - micrococcus luteus/ m. Yunnanensis, 13 - positive rods - teribacillus goriensis, 14 - positive cocci - staphylococcus capitis, 15 - positive rods - teribacillus goriensis, 16- negative cocci - acinetobacter genomspecies 9, 17 - negative cocci - acinetobactergenomspecies 9, 18 - positive cocci - micrococcus luteus/ m. Yunnanensis, 19 - negative cocci - acinetobacter radioresistens 20 - positive cocci - abyssicoccus albus/ auricoccus indicus, 21 - positive rods - teribacillus goriensis. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 04-sep-2019. The duodenoscope was inspected by pentax medical service on 10-sep-2019 and the following inspection findings were documented: primary operation channel resistance, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope underwent repairs including the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap. Pentax model ed-3490tk, serial number (B)(4) has been serviced once prior at a pentax facility since the device was put into service on 04-oct-2016. On 26-sep-2019, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 17-oct-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-oct-2018. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 26-sep-2019.